Event description:
The patient reported getting a burn from the charger. Patient admitted to sleeping while charging. The product labeling instructs the patient not to charge while sleeping. The burn is being treated with a prescription ointment.

Manufacturer narrative:
Product will not be returned for evaluation. The product labeling instructs the patient not to charge while sleeping. This is the final report.